Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Pump passed visual inspection, leakage and functional tests. Cuff passed visual inspection and leakage test. Balloon passed leakage test and visual inspection. Balloon did not pass functional testing. This investigation was assigned to the conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) after the procedure, the wound became red and swollen, inflamed and purulent, and repeatedly infected. The aus was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) after the procedure, the wound became red and swollen, inflamed and purulent, and repeatedly infected. The aus was explanted and replaced. There is no additional information reported.